Manufacturer narrative:
(B)(4): eval, results: 90% stenosis. Failure to deliver the stent, stent deformation and dissection. Conclusion: 90% stenosis. Eval summary: the stent had moved proximally on the balloon and was covering the proximal inner shaft marker of the returned stent delivery system. The 8th and 9th distal stent segments were stretched. The catheter tip was also stretched and kinked. Please note that this device (B)(4) is distributed outside the us; however, it is similar to the us distributed product (B)(4).

Event description:
An attempt was made to deliver an endeavor resolute 2.5mm diameter x 18mm length rapid exchange stent to a lesion in the proximal lad which exhibited 90% stenosis. It was confirmed that the stent could not cross the lesion and was removed. It was noted that a dissection occurred in the proximal wall of the vessel during the procedure; however, it cannot be confirmed if this was a result of the attempted placement of the stent. The pt was in rapid heartbeat and chest tightness and the surgery was abandoned. One hour later, the pt got well. No other clinical sequelae have been reported.